Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: no line was observed through the display. Unrelated to the complaint, the display screen had a pinkish contrast. Also unrelated to the complaint, the audio bolus button cover was found to be torn; the button was still operable.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.